Event description:
It was reported that during the procedure, after the xact stent was implanted in the left internal carotid artery, during removal of the xact stent delivery system, the open emboshield nav6 was inadvertently withdrawn through the xact stent and into guide catheter. There was no damage to the xact stent. The device was removed. A second emboshield nav6 was opened, but was not used due to a white powdery residue that was found on the device. A third emboshield nav6 was used to complete the procedure. Two days after the procedure, the patient had a flaccid right hand accompanied by headache, but she did not seek medical attention at the time. MRI of the brain, performed approximately 1.5 months post procedure, found evidence of an old left occipital cerebrovascular accident (cva). This event was classified as a transient ischemic attack, although the symptoms are continuing and improved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident, neurological deficit, and headache are known observed and potential adverse events of stenting procedures as listed in the xact carotid stent system instructions. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The emboshield nav6 indicated and the other emboshield nav6 indicated, are each being filed under separate MFR numbers.